Manufacturer narrative:
Product received and is under engineering eval. Will f/u within thirty days.

Event description:
Incident as reported: lap chole - "as the surgeon (dr. (B)(6)) was pulling the specimen and bag through the abdomen, the bag busted from the bottom. It was being pulled through a bladed 11mm applied port site."